Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the oversensing, functional undersensing, and functional loss of capture event was sensed by the device.

Event description:
Additional information was received indicating the undersensing noted on the device was functional undersensing. The device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, oversensing and undersensing were noted on the device resulting in functional loss of capture. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.